Event description:
It was reported that breakage was found with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, "on day 1: the hcw connected the sub cutaneous catheter to a patient without abnormality and connected it with 5% glucose 500 ml on day 2: the team notices an anomalous presence of blood in the extension set. The hcw decided to remove the subcutaneous catheter and found that there was the presence of a piece of metal (corespondent to the needle) in the catheter. The hcw was then able to retrieve the needle that had been used on day 1 and found that it was missing a piece by comparing it to another already used."

Manufacturer narrative:
Investigation: DHR was reviewed and no qn's or other events were found related to the complaint stated by the customer. One used unit was returned for review. The complaint could not be identified or confirmed in the returned sample. No damage or leakage was found. However, needle broken inside of the catheter was found. Based on the investigation the root cause could not be determined for the irregular condition.

Manufacturer narrative:
Date of event: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that breakage was found with a bd saf-t-intima¿ IV catheter safety system. The following information was provided by the initial reporter, "on day 1: the hcw connected the sub cutaneous catheter to a patient without abnormality and connected it with 5% glucose 500 ml. On day 2: the team notices an anomalous presence of blood in the extension set. The hcw decided to remove the subcutaneous catheter and found that there was the presence of a piece of metal (corespondent to the needle) in the catheter. The hcw was then able to retrieve the needle that had been used on day 1 and found that it was missing a piece by comparing it to another already used."